Event description:
While harvesting the graft, 3 saw blades broke outside of the patient - specifically, the side that attaches to the hand piece. The first blade that broke was the stryker precision 9.0x0.51x25.0mm. The second and third blades were the stryker precision thin offset 5.5x0.38x25mm, both with the same lot number. All 3 saw blades were assembled to ensure the entire blade was there and passed off the field. Hand piece tagged for repair. Charge rn and apcm notified. No x-ray required as nothing broke inside of the patient.